Event description:
A user facility reported to olympus that the power button was stuck in the depressed position and the unit would not turn on/off. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the main switch was stuck in the off position; the main switch was determined to be a previous design version. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, additional device evaluation findings and the device history record (DHR) review. The device evaluation also found the video connector latch had broken off. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the probable cause was the product was manufactured prior to a redesign of the power switch to make it more durable, therefore the power switch failed due to the amount of operating force applied to the power switch and the number of times used. Olympus will continue to monitor the field performance of this device.